Event description:
During an incident in 2003 involving an unk pt in cardiac respiratory arrest, this defibrillator analyzed a shockable rhythm but showed low battery. The battery was replaced and the same readout was shown. They were unable to shock the pt. The unit was tagged with a service tag from the user facility that stated the nature of defect as battery not operating.